Manufacturer narrative:
Concomitant medical device: 5076-58 lead.

Event description:
It was reported that the atrial lead was re-positioned. No patient complications have been reported as a result of this event. The patient is a participant in the patient safety clinical study.